Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: knee revision performed on (B)(6) 2014 by at lake macquarie private. Primary knee replacement was done by at toronto private early 2000's. Knee was revised due to lysis and pain/stiffness. X-ray photos are available. Revision implant details are provided: size large right cemented lcs complete femur, lrg 10 mm poly, size 5 mbt cemented non keel tibia and large porocoat patella.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.